Manufacturer narrative:
H3 other text: customer evaluated the device.

Event description:
It was reported the device had a black screen during discharge. There was no patient involvement.

Manufacturer narrative:
Reporter phone and reporting institution phone:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.